Manufacturer narrative:
One device was returned for analysis of complaint of delaminated downstream occlusion (dso) seal. Review of event log found no relevant information. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Found defective upstream occlusion (uso) sensor defective, which is a reportable malfunction. Replaced uso seal.

Event description:
It was reported that the dso seal had bubbled and delaminated. The event occurred during testing. Analysis of device found upstream occlusion (uso) sensor defective. This malfunction could lead to interruption of therapy or serious injury if it were to recur and is reportable.